Event description:
The user facility reported a 65-year-old male was implanted with an impella 5.5 device for mechanical circulatory support for bridge to transplant. During support, the patient experienced internal bleeding probably in the 5.5 axial access pocket, no external access site bleeding noted. Blood transfusion and heparin resolved the issue.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Manufacturer narrative:
The investigation for the access site bleed has been completed. The device was not returned for evaluation. However, clinical information provided was sufficient to determine root cause. The cause of the access site bleeding issue was most likely high patient act values since the heparin stop solved the issue, based on provided clinical information.